Event description:
It was reported that the implantable cardiac monitor (icm) exhibited bluetooth (ble) telemetry loss. An interrogation was attempted but it did not resolve the issue. It is suspected the battery of the icm is at end of life (eol). There were no patient consequences reported.